Event description:
It was reported, during reprocessing of a colonoscopy, the flushing pump had water loss. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged or worn pump head. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had water loss. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.